Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine [24 mg/ml] at a rate of 2.145 mg/day, baclofen [600 mcg/ml] at a rate of 53.62 mcg/day, and dilaudid [20 mg/ml] at a rate of 1.787 mg/day via an intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain and failed back surgery syndrome. The patient's concomitant medications included ativan prescribed by the primary care physician. It was reported that, three days following replacement procedures, the patient would suffer from hallucinations including seeing, hearing, and smelling things. The reporter took the patient to the emergency room (ER), but no one helped. The emergency room reportedly treated the patient like he was crazy. After three days, the patient would slowly get better. The healthcare provider (hcp) said the patient's symptoms had nothing to do with the pump; the pump was patent and working. However, the refill nurse was questioning if there was a "spillage" of the drug out of the catheter or an issue with programming of the drug in the catheter. The type of baclofen in the pump, the patient's relevant medical history, the diagnostics performed, and the actions/interventions performed were not reported. Further follow-up was being requested to obtain additional information.

Event description:
The lot number of the baclofen was not reported; follow-up was requested to obtain additional information.